Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch mlh315-w8710 and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The suture broke twice at the time of knotting with the normal strength in the surgery of suturing the blood vessel. The surgeon took out the rest half of the suture to test the tension, and it was also broken with a slight pull of forceps. A like device was used to complete surgery. There were no adverse patient consequences reported.